Manufacturer narrative:
An event of leakage was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, an 8mm and a 6mm amplatzer vascular plug 4 were implanted into a left intrapulmonary arteriovenous fistula measuring 5.5mm and 2.5mm respectively. Concomitantly, coils were used to complete the embolization procedure. Furthermore two 5mm avp4s were deployed in a second lesion in the left intrapulmonary avf (vessel diameter of 2.9mm) with complete occlusion noted. On (B)(6) 2014, an ultrasound revealed minimal residual leakage at the first lesion and additional coils were placed. The patient had a favorable outcome postoperatively. (Clinical study patient ID: 501)